Manufacturer narrative:
The field service engineer (fse) reported that the erroneous results were caused by air in the lyse tubing. The syringe assembly was replaced to fix the instrument. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the coulter act diff analyzer generated erroneous flagged wbc (white blood cell), rbc (red blood cell) and hgb (hemoglobin) results for six patients. Erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.